Manufacturer narrative:
The device has not been returned. If/when the device is returned an investigation will be carried out, and a supplemental report will be submitted.

Event description:
It was reported that the hahn tapered implant failed. The implant was placed on (B)(6) 2019 on tooth #16. The patient presented on an unknown date. Upon exam the provider notes a loss of integration.

Manufacturer narrative:
Additional information received: section a3: this information was updated to reflect new information. Section a4: the patients weight was updated to reflect new information. Section b1: this information updated to reflect the adverse event based on new information. Section b3: this information was updated to reflect new information. Section b5: updated to reflect the new information. Section b6/b7: this information was updated to reflect new information. Section d6b: explant date provided. Section h1: updated to serious injury based on the report of pain and additional surgery. Section h6: updated codes to reflect pain and a failure to integrate rather than a loss of integration.

Event description:
It was reported that the hahn tapered implant failed. The patient bone grade is noted as d3. The implant was placed on (B)(6) 2019 on tooth #16 with the patient returning on (B)(6) 2019 (before second stage of surgery) with complaints of discomfort. "Upon exposing the implant, the implant came out" per the provider. The provider notes a failure to integrate. The patient was also re-grafted.

Manufacturer narrative:
The device investigation has been completed and the results are as follows: investigation methods/results: customer did not return the complaint part for investigation. Device history record review: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product review: there was no stock product from lot# 6017172 available for review. Root cause: per the reported information, the patient had type iii bone quality. It has been shown that the quality and quantity of bone available at the implant site are very important patient factors, in determining the success of dental implants. It is difficult to obtain implant anchorage in bone that is not very dense. Type iii: thin layer of cortical bone surrounding a core of dense trabecular bone. Therefore, the patient's bone quality may have been a factor. "Failure to osseointegrate" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. IFU 3027904 rev 2.0 (hahn tapered implant system) contains the following statement in precaution section surgical procedures: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to". The IFU also contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration". The IFU also contains the following statement in warning section: "the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin".